Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, he was found unconscious and then taken to the hosp. The customer stated that, the medical doctors do not know what cause him to lose consciousness. The customer was wearing the insulin pump at the time of the event. Nothing further was reported.